Event description:
During the colonoscopy procedure, as an attempt was made to take the biopsy, it was reported that "forceps did not feel right" and "it felt like something snapped". It was noted that one of the cups was not closing and a biopsy could not be taken. The device was removed and the procedure completed with a second device. There was no reported clinical consequence.